Event description:
After detached the last coil, dr tried to remove the catheter from the coil mass (without the guidewire), as he did, it looked like a coil was stuck inside the catheter. It pulled a small part of the coil into the parent artery. No pt injury reported.